Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The item received was not manufactured by neodent.

Event description:
(B)(4). The clinician reported that one month after the dental implant was placed, in ada site #11 29 of the patient¿s mouth, primary stability was achieved. The patient presented bone type ii. The clinician states that they had to remove b/c not enough bone reduction. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #11 29 of the patient¿s mouth, primary stability was achieved. The patient presented bone type ii. The clinician states that they h ad to remove b/c not enough bone reduction. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that one month after the dental implant was placed, in ada site #11 29 of the patient¿s mouth, primary stability was achieved. The patient presented bone type ii. The clinician states that they h ad to remove b/c not enough bone reduction. There were no reported patient injuries or complications.